Event description:
A report was received from health canada's canada vigilance program which states, "alaris channel was functioning with a sodium bicarbonate infusion for several hours. With no disturbance to the machine or the patient channel began reading channel error. Despite disconnecting and reconnecting the channel on both the left and right side of the pump it repeated the same message on the pump display. Channel was isolated, labelled and rls filled out. Pump continued to function appropriately and continued the other infusion with no issue. No pump failure identified. New channel was obtained and infusion restarted. Data from previous channel was lost. Remaining volume in bag was estimated prior to restarting the infusion." There was no information on patient impact.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Correction : describe event or problem, report source, report source other, imdrf annex e and f codes.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris channel was functioning with a sodium bicarbonate infusion for several hours. With no disturbance to the machine or the patient channel began reading channel error. Despite disconnecting and reconnecting the channel on both the left and right side of the pump it repeated the same message on the pump display. Channel was isolated, labelled and rls filled out. Pump continued to function appropriately and continued the other infusion with no issue. No pump failure identified. New channel was obtained and infusion restarted. Data from previous channel was lost. Remaining volume in bag was estimated prior to restarting the infusion." There was no patient harm.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris channel was functioning with a sodium bicarbonate infusion for several hours. With no disturbance to the machine or the patient channel began reading channel error. Despite disconnecting and reconnecting the channel on both the left and right side of the pump it repeated the same message on the pump display. Channel was isolated, labelled and rls filled out. Pump continued to function appropriately and continued the other infusion with no issue. No pump failure identified. New channel was obtained and infusion restarted. Data from previous channel was lost. Remaining volume in bag was estimated prior to restarting the infusion." There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.